Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarm during priming and during therapy. The customers blood glucose level was 300 mg/dl at the time of incident. The customer stated that the insulin did not exit and pump alarmed no delivery alarm at 0.1u and insulin exits with the manual prime. The insulin pump will not be returned for analysis.